Manufacturer narrative:
(B)(4). The device was returned and evaluated for the reported event. An external/internal inspection was performed with no issues found. The homechoice device received a returned instrument testing evaluation (rite), which included functional and electrical testing of the device, and passed. The pneumatic system was tested and found to be working to specifications. A short simulated therapy was performed, and the device passed successfully. A review of the service history found nothing that would cause or contribute to the reported problem; however, a review of the event history log verified the occurrence of an increased intra-peritoneal volume (iipv) event. Upon conclusion of the investigation, the cause of the reported issue was determined to be use error, inappropriate bypass of the low drain volume (ldv) alarm during initial drain. The homechoice and homechoice pro apd systems patient at-home guide provides instructions on how to bypass ldv alarm in initial drain. A review of the label for the product family will be conducted. Should relevant additional information become available, a supplemental report will be submitted.

Event description:
It was reported that the home patient (hp) felt bloated during drain one of five on the homechoice (hc). The caregiver (cg) stated the drain volume (dv) equaled 4774ml. The hp¿s largest prescribed fill volume was 2900 ml. The technical service representative (tsr) had the cg perform a manual drain. The first manual dv equaled 20ml, the tsr had the cg performed a second manual drain. The second manual dv equaled 18ml. The tsr assisted the cg to end therapy. The technical service representative (tsr) arranged the return of the device and discussed the use of manual supplies to complete therapy. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a follow-up report will be submitted.